Event description:
The core impaction drill was sent for eval due to overheating during a molar procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion with the internal components of the device was identified as the probable cause of the device overheating.